Manufacturer narrative:
The device was not returned to resmed for evaluation. A customer representative resolved the issue over the phone with the customer by providing instructions to perform a safety reset of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.